Manufacturer narrative:
Evaluation sfummary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site found that the unit will not power on. The site replaced the power supply to correct the complaint. After replacing the power supply, the unit gave error 1. The site replaced the main pcb to correct the issue. The generator was serviced, then burned in, functionally tested, and was found to operate properly.

Event description:
It was reported that during set up for a laparoscopic hysterectomy, the generator would not power on. When the power switch was pressed, nothing happened. The case involved was able to be finished using both ligasure and another generator with no patient consequence.